Event description:
It was reported via repair work order that the bed would not move manually and caster would not swivel due to broken caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.